Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a post operative dislocation. The prosthesis was removed. The surgeon performed a girdle procedure and no new implants were implanted. All original implants were removed.